Event description:
User reported for the past week they have had random pts that will run low for sodium, then on repeat, will run high. The following example was provided: initial sodium result 126 mmol/l, repeat 136 mmol/l. No erroneous results were reported. The field svc rep determined the cause was a faulty pressure control valve. The instrument was repaired.